Event description:
The pump was returned to animas. The pump was investigated by product analysis and found that the display screen was faded and discolored. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump displays screen was found to be faded and discolored. The display screen was replaced with a test screen and the display was found to be fully functional. Unrelated to the display issue, the battery compartment was found to be cracked and moisture damage was found in the battery compartment. The pump was opened and no additional moisture damage was found inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).